Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin shot out during rewind after a set change. Customer's blood glucose was 102 mg/dl. During troubleshooting, customer mentioned the insulin continued to drop out when the act button was not pressed. Customer wanted the device replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime and alarmed during basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion and excessive no delivery test due prime fill anomaly and a33 alarm. No broken motor noted and the motor was tested outside to the device and passed. However, the insulin pump passed self-test, a21 test and all operating currents measurement was normal. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.